Event description:
During an incident involving a pt who had reported difficulty breathing, and by the time the fd arrived was in cardiac arrest, this defibrillator was powered on but displayed only a "black screen". The unit was turned off, then turned back on, and a "service required" message was displayed. The fd was not sure of the exact message displayed. The unit was then powered off and the batteries were changed. The unit was powered on, analyzed on its own and then shut down on its own. Emt arrived at the scene and took over. Pt was transported and pronounced at the hosp. The unit was later tested by the customer using known fully charged batteries and it ran for 5 minutes. Customer also returned batteries used in this incident to track charger. Both batteries are past expiration date. Customer reported defib did not compromise pt care due to length of time pt had been down.